Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no patient and user harm, no intervention was required, and a repeat procedure was performed. The capsule will be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no patient and user harm, no intervention was required, and a repeat procedure was performed. The capsule will be returned for investigation.